Event description:
Fire department personnel attended to a person diagnosed in cardiac arrest. The device was attached to the patient and allegedly displayed a continuous connect electrodes alarm. The operator checked the electrode connection to the device and pressed on the electrodes but could not correct the problem. The patient was described as having moderate chest hair. A second set of electrodes were used with no other problems reported. Three shocks were advised and delivered to the patient. The reporter indicated the alleged malfunction did not adversely affect patient care. This opinion was based on the immediate and successful use of a second set of electrodes.